Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of surgical lights - blueline. It was stated the socket, the lamps (main and auxiliary), the on/off button were missing from the device. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - blueline. It was stated the socket, the lamps (main and auxiliary), the on/off button were missing from the device. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during service. As stated by the subject matter expert at the manufacturing site it is impossible to determinate the exact cause of missing for the socket and the lamps. Any more, the socket and the lamps can not fall because these parts are inside the cupola. For the on/off button was missing from the device. It is impossible to determine the exact cause of breakage of this on/off button, the probable root cause of the breakage/missing are due to : impacts, collisions, important pressure applied (abnormal use) inappropriate cleaning product. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a.

Event description:
Manufacturer's reference number (B)(4).